Event description:
Routine complaint investigation when customer reported receiving as higher blood glucose reading of 289 mg/dl on the medisense precision qid blood glucose monitor when compared to a laboratory result of 97 mg/dl. When plotted on a clarke error grid, these values fell into the "c" zone which is determined to be clinically significant. No injury or medical intervention was reported.